Event description:
It was reported that during a brevera procedure on (B)(6) the unit gave an error to replaced the driver while the needle was inside the breast. No samples could be acquired and the patient had to be rescheduled for a new procedure. A field engineer examined the equipment and found that the driver was giving issues so he replaced it and the system met the manufacturer´s specifications. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The console was examined and the driver replaced. The system met the manufacturers specifications.